Manufacturer narrative:
The device in this case was not returned to the MFR, therefore, a complete ealuation can not be provided. However, a device history records review was conducted to assure the ring met standard mfg requirements. The results of the device history records review confirmed that carbomedics annuloplasty ring l011661-c met all material, dimensional, and performance requirements at the time of manufacture and release.

Event description:
After sewing an annuloflex ring into the annulus, the surgeon cut the template holding sutures and removed the template. One suture remained on the ring instead of pulling off with the template. This required him to pick the suture off the ring.